Event description:
It has been reported to philips that the system did not boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system application would not bootup after the startup. Review of the log file showed errors and warnings related to the logging, collimator, geometry, image processor, image detector, misc io, sequencer, ui devices and x-ray generator. The issue persisted after the system restart. The rse identified that the geo ipc was not turning on because it was not receiving power, and that fuse on the mpdu (main power distribution unit) was blown. The rse provided the customer with the spare parts numbers of the fuse kit and mpdu unit. The system was handed over to the customer and no further actions were performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.